Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, multiple episodes of non-sustained right ventricular oversensing was observed. The oversensing was reproducible when the patient took deep breaths. The physician tried to recreate the oversensing by having the patient perform very deep breathing. When the patient did this there was a definite pause in biventricular pacing for a second or two. The device was reprogrammed and the pauses were eliminated. The patient was in stable condition before, during and after the interrogation and programming.